Event description:
Related manufacturer reference number: 2017865-2023-47205. It was reported that the patient presented for generator changeout procedure. It was found that the set screw of the right ventricular (rv) lead failed to be removed from the header. In attempting to remove the set screw, the pin of the rv lead broke off in the header. The rv lead was then capped and replaced on (B)(6) 2023. The patient was stable.

Manufacturer narrative:
The reported field event of failure to remove setscrew from the header was confirmed. Final analysis found the ventricular setscrew was stripped and a broken tip was stuck inside the lead bore. The issue was consistent with having occurred during the procedure. No other anomalies were found.